Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 pocket a6 was failed to open. A field service engineer identified that main half height drawer 2.2 pocket a6 was not populating on the virtual map, launched the hardware test application and ejected cubie pockets in row a, where contamination was discovered underneath the tray, affecting the metal contacts, replaced the cubie tray for row a and initiated a final test through the hardware test application, which passed successfully. Verified that all pockets were present and correctly displayed on the virtual map. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 pocket a6 unable to open. Customer tried placing a new cubie in the pocket but it doesn't work. There were no adverse events or injuries reported based on this event.